Manufacturer narrative:
Cont h6 health effect f1903 device explantation. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events seroma-late and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Photo analysis: visual analysis of the photographs identified: insufficient information: no observations are performed for the complaint as the event is insufficient information. Reason for reoperation: "layer of reactive fluid", "heterogeneous array of silicone nodules", rupture.

Event description:
Healthcare professional reported left-side "fibrous capsules", a "layer of reactive fluid", and a "heterogeneous array of silicone nodules", and rupture. The device has been removed.